Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the first firing was okay, but during the second firing, only half of the staples formed. Used another device and the first firing was okay. The second device was reloaded and the surgeon fired it outside of the pt first, because of what happened with the first device. Again, the staples did not form. Surgeon requested a third device and completed multiple firings successfully to complete the case. There was no pt consequence.